Event description:
Boston scientific received information that the remote home monitoring system issued an alert due to a high out of range shock impedance measurement for the chronic competitive right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.

Event description:
Additional information was received that the physician has chosen to monitor the competitive rv lead high shock impedance measurements. It was noted that no further testing was performed as the patient successfully and appropriately received 26 shocks for a ventricular tachycardia (vt) storm. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.